Manufacturer narrative:
The customer has received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to analyze the patient's rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was returned to stryker product analysis center (pac) for evaluation. Device replaced under warranty and returned to redmond for evaluation. Device archived by stryker. The pac technician could not confirm the reported issue that the device could not analyze rhythm. The pac technician tested the device with a defibrillator analyzer and device was able to analyze and deliver a shock with no discrepancies. The device logs were reviewed and it was found that there was a patient use on the event date. The log shows that the device was able to analyze the patient rhythm and performed 6 analyses with no shock advised decisions. No device failure was found. The root cause could not be established.

Event description:
The customer contacted stryker to report that their device failed to analyze the patient's rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.